Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction of the photoactivation module leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review of kit lot e734 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot e734 for the reported complaint issue shows no trends. Trends were reviewed for complaint category, photoactivation module leak. No trends were detected for this complaint category. This assessment is based on information available at the time of the investigation. At the time of this report, the kit still has not been received, the returned product evaluation has yet to be completed. A supplemental report will be filed when the kit has been received and the analysis of the kit is complete. (B)(4). Device not returned.

Event description:
Customer called to report there was a small leak in the photoactivation chamber. Customer said she noticed a blood leak coming from the tubing joint, where the tubing from the centrifuge bowl connects with the photoactivation module. Customer said she noticed this leak during the buffy coat phase of cycle 1, when she opened the photoactivation chamber door to observe the cycle 1 buffy coat collection. Customer said she aborted the treatment and did not return fluids to the patient. Customer said that the leak was limited to the photoactivation glass plate, that she was able to clean up the leak, and that the instrument would not require service. Customer stated the patient is stable. Customer will return kit for investigation.

Manufacturer narrative:
The photoactivation module component of the complaint kit was returned for evaluation. A pressure test of the photoactivation module was performed and confirmed a leak between the inlet port and tubing. The root cause of the leak was likely manufacturing operator error during the tube bonding process. Investigation completed. (B)(4).